Event description:
The customer reported that at 6:00 am on (B)(6) 2012, his blood glucose measured 308 mg/dl; he corrected with a 6.6 unit insulin bolus. At 9:01 am, his bg was 144 and he took another 6.1 unit bolus. At 1:20 pm, he was having a meal estimated to contain 95 grams of carbohydrate and his bg measured 280 mg/dl. He took a 12:45 unit bolus at that time and stated that the pod hurt. When it was taken off he noticed that the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."